Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported april 11, 2016, a male patient of unknown age presented for a microwave procedure of the lung. During the procedure, the treating physician noted the tip of the applicator had bent. The tip remained fully attached to the applicator shaft. It was reported the patient's pleura was hard/tough. The device was set aside and a new of the same device was used to successfully complete the procedure. It was reported the patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported complaint description of the tip of the applicator bending/fracture cannot be confirmed as no sample was returned. Without receiving the device for evaluation, we are unable to definitely determine a root cause. The applicator tip did not detach and the patient was unaffected due to this event. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). Device not available for return.